Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 2/4 was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The caregiver (cg) stated that the alarm happened the night before, and added that the hc machine had been working fine that day and the home patient (hp) was doing therapy successfully. The technical service representative (tsr) advised the cg to call when alarms occur for troubleshooting assistance. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.